Event description:
According to the reporter, during a procedure, while pulling the tube part of the oral anvil through the patient's mouth to the abdomen, the oral anvil piece came off the end of the tube in the patient's stomach. To resolve the issue, it was able to use the yellow string attachment to pull the oral anvil through the patient's mouth. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the oral anvil of the instrument was observed to be tilted and separated from the tubing. The suture was acceptable and not broken. The tubing was received. The oral anvil cutting ring showed no traces of knife impression and the ring was received intact. Functional testing found that the device was subjected to a measured oral anvil retention test with a result of 10.04 lbs. The acceptable specification was 5.0 lbs. It was reported that orvil anvil disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the instrument was subjected to excessive tension. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.